Manufacturer narrative:
The manufacturer's service technician was unable to duplicate the reported issue.

Event description:
The international customer reported the device touch screen was unresponsive when the user attempted to reset the alarm while the device was operating. Patient information was requested and the customer refused.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device touch screen was unresponsive when the user attempted to reset the alarm while the device was operating. There was no patient harm.